Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.